Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the trocar¿s valve cannot seal. The procedure was completed successfully. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information received: the item will not be returned.